Event description:
It was reported that a pump under infused heparin to a patient. The device was programmed to deliver at a rate of 14 ml/hr and 18 ml/hr, the nurse observed that the patient was not reacting to the heparin and that the pump was under delivering the medication. The device was replaced and there was no patient injury. The device was tested by the customer at rate of 14 ml/hr for 252 ml and the device delivered 220 ml of fluid (87.3%). The customer also stated that the device passed testing over a 1 hour period, but failed over longer periods of time.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.